Event description:
It was reported that during transport of paxgene® blood rna tube, the caps of 29 tubes had popped off. It is unclear whether sample was spilled as a result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information. D4. Medical device lot#: 2144435 d4. Medical device expiration date: 30-apr-2024 d4. Unique identifier (UDI) #: (B)(4) h4. Device manufacture date: 24-may-2022. E1. Customer name: (B)(6). Investigation summary bd received one (1) photo for investigation. The evaluation of the photo indicates that caps have popped off. The retained samples were not available for this inspection; therefore, the retained sample analysis could not be conducted. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: stopper pop off. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. E1: initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during transport of paxgene® blood rna tube, the caps of 29 tubes had popped off. It is unclear whether sample was spilled as a result. No adverse impact was reported regarding the patient or user.